Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was offline on remote smart service. A field service engineer (fse) found the station was not powering on and isolated the issue to the half-height 1-1 drawer board. The drawer board was replaced and tested in hardware test application successfully, and the station was rebooted. The customer then inventoried drawers 1-1 and 1-2 without any issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station screen went dark, and the pyxis was offline on rss. The customer unplugged the machine and tried a different outlet, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.